Event description:
Boston scientific has become aware of the following event: the lesion being treated was a 99% stenosed and calcified lesion in a tortuous distal rca. A vision 4.0/23 was placed after pre-imaging. The physician attempted to insert the device for the post-imaging, the catheter was caught in a stent and unable to cross. Guide catheter and guide wire were moved and the lesion by the catheter. Bu tthe image disappeared. The catheter was changed and the procedure was completed.

Manufacturer narrative:
The device was disposed in the hospital. The device history record evaluation will be provided in the supplemental report.